Event description:
It was reported that the customer was in the hospital for an issue unrelated to diabetes and went into diabetic ketoacidosis when she was put back on her insulin pump while in the hospital. The nurse was concerned that the insulin pump may not have been recognizing blockages. It was stated that there were no bent cannulas and the insertion sites were in tact. The high pressure test was performed and the insulin pump alarmed in 3.5 units. The customer's blood glucose was 43 mg/dl, which was believed to be caused by the customer not eating any carbohydrates. The customer's basal rates were lowered when she experienced diabetic ketoacidosis. The customer is also a dialysis patient. Changes were made in the insulin pump settings to combat the lows, but were returned to normal. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.